Event description:
Additional information received indicates that antibiotics have been administered.

Manufacturer narrative:
Date of event is estimated, initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had an infection at their pocket. No further information is available at this time.

Manufacturer narrative:
A patient had an infection at their pocket site was reported to abbott. Antibiotics were administered to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.